Event description:
The target lesion was the proximal lad which had mild tortuosity and no calcification. Two stents from another company were implanted, one in the pda and the other in the left main. Then the vision stent was delivered to the proximal lad. Upon dialing at 6 atm, the balloon ruptured. An attemt was made to remove the vision stent out of the patient's body; however, it met resistance with the other company's stent that had already been implanted in the left main artery. As a result, the vision stent dislodged. The stent with insufficient dilation remained in the patient's body near the left main, and wasn't able to be collected. Thus, the vessel flow decreased. A guide wire was delivered again but would not cross the lesion. So an intra-aortic balloon pump was used and the condition was observed. Surgery was to be scheduled at another hospital dependent upon the patients condition. On 5-1-2006, additional information was received in which th patient died. As the patient was "desperately ill", the physician was waiting to perform the CABG unti the patient's condition became stable. The exact relation of the device to the death cannot be determined. However, the fact that the vision balloon had ruptured and the stent dislodged inside the patient's body, the physician believes this relates to the patient's death. No additional information available.